Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the findings, it is estimated the front panel not displayed malfunction was caused by a failure of the main board. The cause of the fault was unknown. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the subject device malfunction was observed during a therapeutic laparoscopic appendectomy. There were no delays in procedure, and it was completed using another company¿s device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. After switching on the power source an alarm was generated and the light on the front panel turned off, due to the failure of pressure sensor/ pressure sensor circuit. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported on behalf of the customer, the high flow insufflation unit display on the front panel disappeared. There was no report of user or patient harm associated with this event.